Event description:
It was reported that the pt experience stimulation in the wrong location. The pt felt stimulation in his right foot; most of his pain was in the left hip. The pt also had pain in his right thigh, but not in his feet. The pt could not walk with the stimulation on. The pt saw the doctor and was noted to have surgery complications with extreme nerve sensitivity in the abdomen/groin from surgery. The device was reprogrammed successfully. The pt was no longer having problems with the system. Additional info received reported that the reason for the event was unk. The event was improved with reprogramming. The pt also experienced overstimulation and new pain. X-ray (B) (6) 2010 showed the electrode at t8-t9. A CT scan (B) (6) 2010 also showed the electrode at t8-t9. A myelogram/CT was planning and the doctor noted they may need to reposition the lead.

Manufacturer narrative:
(B) (4).